Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was alarming no delivery. She stated that when she removed the infusion set, the cannula was bent. The blood glucose reading was 485 mg/dl. The customer treated with manual injection. The customer declined troubleshooting for high blood glucose.